Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a product used for spinal therapy. It was reported that during an index procedure involving an implantable device, a patient experienced a compression fracture at the top of the construct, which caused the screws to shift. A recent scan confirmed the presence of an actual fracture. Patient outcome: not recovered/not resolved. There was no assessment for product/therapy/procedure relatedness made by the investigator. Sponsor assessed as probable to index surgery, probable to device. There was no assessment for product/therapy/procedure relatedness made by the cec. Additional information was received via manufacturer representative that site assessed as possible related to index surgery and not related to device. Diagnostic test: x-ray diagnostic test result: t10 compression fracture diagnostic test date: (B)(6) 2024. Additional information was received via manufacturer representative that adverse event: compression fracture t10.

Manufacturer narrative:
B2: other - compression fracture t10 d4: product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.